Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he received an alarm on the insulin pump. The display on had a number 2 on it, nothing else. The customer replaced the battery, but the screen did not change. It appeared to be frozen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.